Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer used a different wall adapter to resolve the issue with charging and acknowledged that tandem does not recommend this outside of troubleshooting. A replacement tandem wall adapter was sent to the customer, and no further assistance was required as the pump began charging successfully.